Manufacturer narrative:
Evaluation method: the device history sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system on (B)(6) 2009 consisting of an ipg and surgical lead. It was reported that a few months after implant, the pt felt pain at the ipg pocket. The discomfort subsided but has now returned and is present regardless of the ipg's function. The physician suspects that the pt may have an allergic reaction to titanium. Further inquiry revealed that the pt recently suffered a fall after which her stimulation coverage area changed. Efforts to recapture effective therapy through reprogramming were unsuccessful. A diagnostic test on the pt's lead showed normal impedance readings for all contacts. For the next course of action, the physician will conduct an allergy test and perform an x-ray of the pt's scs system.